Manufacturer narrative:
(B)(4). Implant date sometime in year 1999. Concomitant medical products: unknown-unknown cup-unknown, unknown-unknown liner-unknown , unknown-unknown head-unknown . Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 00002. Reported event was unable to be confirmed due to limited information received from the customer. Part and lot identification are necessary for review of device history records, neither were provided. The complaint history review cannot be performed without product identification. Radiographs were provided and reviewed by a health care professional. Review of the available records identified abnormal vertical orientation of the acetabular cup. The femoral head is slightly superiorly positioned within the cup. There is radiolucency reflecting osteolysis within gruen zones 1 and 7. Root cause was unable to be determined as the necessary information the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Remains implanted.

Event description:
It was reported that the patient underwent a revision approximately 20 years post-op due to the cup position migrating, causing dislocation. Attempts have been made and additional information on the reported event is unavailable at this time.